Event description:
During a bankart labral repair procedure, the tip of the burr was too sharp and cut right through the labrum. Surgeon is experienced and familiar with the product. No other info is available for this incident.